Manufacturer narrative:
Continued e1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture, "fluid", and "siliconoma in level I of the left berg, 6 mm in minor axis". The reported events of seroma and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Laboratory analysis summary device photograph (s) for the device related to the reported event of rupture was requested march 13, 2025. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Silicone migration: unable to observe since it is not related to the device. Seroma-late: unable to observe as it is a medical event that is not related to the device. Granuloma: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side rupture and "fluid is also observed around it, with echogenicity similar to silicone. Siliconoma in level I of the left berg, 6 mm in minor axis" diagnosed via ultrasound. Device has been explanted and replaced.